Event description:
The customer reported to olympus, the visera pro xenon light source had no power, it did not turn on. The issue was found during preparation for use of a transurethral resection of the prostate. The device was replaced prior to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found high brightness did not turn on due to wear of the detection lever. Also found a broken fuse cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the issue of no power was caused by a blown fuse. The specific root cause of the blown fuse could not be determined at this time. Olympus will continue to monitor field performance for this device.